Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted in the patient. Without the return of the device, edwards is unable to confirm the clinical observation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a valve-in-valve procedure was conducted after an implant duration of approximately 14 years of a 6900p 27mm mitral valve. The indication for v-I-v procedure was calcification leading to stenosis. During the procedure, a 26mm valve was implanted. Patient's outcome reported as stable.